Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would shut off everyday. The blood glucose value level was not provided at the time of the incident. No troubleshooting was performed. The customer will not return the product.